Event description:
It was reported that the customer had a button error alarm. Customer could not clear the alarm because the buttons were unresponsive. Customer's blood glucose was 16.0 mmol/l. Customer was asked to remove the battery or else the pump will keep beeping. Customer could not give herself a correction. Customer is going to the pharmacy right now as she has no back-up plan.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture keypad traces. No button error alarm during our testing. The insulin pump has cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.